Event description:
It was reported that 17 bd sharps coll 8l purple chemo had deformed lids and were damaged, but still operable. The following information was provided by the initial reporter: "it was reported other / cap separation".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Manufacturer narrative:
H6: investigation summary: during dv testing as per plan/protocol fpr the qualification of moplen resin for vip sharps collectors, it was identified that one test failed for four out of five impacted the characteristic was challenged at a more stringent test method to align with the impacted sharps collectors claim compliance to this standard. This test method requires dropping samples from six orientations (upright, top, long side, short side, base corner, and top corner) instead of one orientation as per existing test method. All other orientations passed the acceptance critiera. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that 17 bd sharps coll 8l purple chemo had deformed lids and were damaged, but still operable. The following information was provided by the initial reporter: " it was reported other / cap separation. "